Manufacturer narrative:
Visual inspection revealed dried body fluid on the handle, main body tubing, distal end, and inside the irrigation ports. While manipulating the shaft, continuity checks revealed no electrical shorts as checked manually using a multi-meter and breakout box. The thermocouple is electrically open in all curve configurations. All electrodes and sensor resistances measured in spec and were typical. The steering knob and tension control knob functioned properly ad no abnormal resistance was felt when actuating the steering mechanism. X-ray found foreign material between rings 1 and 2. The distal end was dissected. Rust color found under rings 2 and 3 electrodes and wire feedthru holes. Dried saline found inside the shaft cavity at the distal end. The tc wires were isolated at approximately 60mm from the end of the distal tip. Resistance measurements through each tc wire back to the handle. Resistance through the thermocouple was typical. The handle was opened to extract the tc wires. A break in the tc+ wire was found approximately 100mm from the tip, which is located under the butt bond sleeve. The break appears to be caused by corrosion.

Event description:
Reportable based on device analysis completed on 7june2019. It was reported that high temperature and loss of ablation occurred. During an ablation procedure with a intellanav mifi open-irrigated ablation catheter, following isolation of the left superior pulmonary vein (lspv) and pace validation by intellanav mifi oi the doctor wanted to ablate another vein. The catheter displayed 82 degrees on the maestro generator and ablation was unable to be performed. The maestro and sis were rebooted and the connection cable was replaced with no change. The procedure was completed with intellanav open-irrigated catheter. No patient complications were reported and the patient's current condition is fine. However, returned device analysis revealed fluid ingress.